Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes stopper was difficult to remove. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 363095 batch no. 8274576. It was reported that the tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the test intervals. 6 of 10: nominal: 16.6-18.6. This email is intended to report out of specification of 2nd stopper pullout forces for re-test done on bd vacutainer® citrate tnt tubes made in plymouth UK. As part of CAPA, we sourced bd vacutainer® citrate 1.8 ml and 2.7 ml tubes which were sterilized at nominal (~17 kgy) and maximum dose levels (~39 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® citrate 1.8 and 2.7 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the test intervals listed below. The nominal and maximum dose test samples for the 1.8 ml and 2.7 ml.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes stopper was difficult to remove. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 363095, batch no. 8274576 it was reported that the tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the test intervals. 6 of 10: nominal: 16.6-18.6 this email is intended to report out of specification of 2nd stopper pullout forces for re-test done on bd vacutainer® citrate tnt tubes made in plymouth UK. As part of CAPA, we sourced bd vacutainer® citrate 1.8 ml and 2.7 ml tubes which were sterilized at nominal (~17 kgy) and maximum dose levels (~39 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® citrate 1.8 and 2.7 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the test intervals listed below. The nominal and maximum dose test samples for the 1.8 ml and 2.7 ml.

Manufacturer narrative:
Correction: g.4. Date received by manufacturer: 07/18/2019. Bd has updated the awareness date to july 18, 2019, since this date represents a corrected time-frame for when bd reviewed the internal test data and came to the conclusion that testing had not met specifications. The initial awareness date that was referenced in the complaint, represented the date that the testing was conducted. H.6. Investigation: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.